Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an axios stent was to be implanted during a stent placement procedure to treat a pancreatic pseudocyst procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the first flange was deployed however it was pulled out of the collection. The axios was removed from the patient and the procedure was completed with another axios stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be fine.